Manufacturer narrative:
Analysis of programming history.

Event description:
It was found during review of programming history that the pt's settings were reset to 0 ma on (B) (6)2005. At that visit, system diagnostics were performed as a last step. The reset was noted at a visit on (B) (6)2005, at which time, the settings were changed back to intended settings. The cause of the reset was likely an interrupted system diagnostic test performed on (B) (6)2005, and the setting change was not noticed on that date as a final interrogation was not performed to verify settings.